Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no insulin flow through the bd ultra fine¿ pen needle during priming and injection. Additionally, it was reported that the consumer experiences a "burning pain" during the injection, which leaves a "bump" at the injection site after use, but no medical intervention was sought. As reported by the customer, "spouse of consumer reported no insulin flow during priming and injection. If it does not prime, he does not inject. He does not always prime before use. Stated his wife experiencing a "burning pain" during injection and it leaves a bump behind. Stated he's not sure how long the bump remains on her injection site. Last night, ((B)(6) 2019) there was no insulin flow during priming. Stated he may have 2 pen needles not priming but the 3rd will prime. Count of needles affected from this lot unknown. Does not re-use. Samples available. Lot: 63557851, item: 320122, expiration date: not on box. No medical attention."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there was no insulin flow through the bd ultra fine¿ pen needle during priming and injection. Additionally, it was reported that the consumer experiences a "burning pain" during the injection, which leaves a "bump" at the injection site after use, but no medical intervention was sought. As reported by the customer, "spouse of consumer reported no insulin flow during priming and injection. If it does not prime, he does not inject. He does not always prime before use. Stated his wife experiencing a "burning pain" during injection and it leaves a bump behind. Stated he's not sure how long the bump remains on her injection site. Last night, (B)(6) 2019) there was no insulin flow during priming. Stated he may have 2 pen needles not priming but the 3rd will prime. Count of needles affected from this lot unknown. Does not re-use. Samples available. Lot: 63557851, item: 320122, expiration date not on box. No medical attention."